Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 4.0 x 15 mm voyager was used for pre-dilatation. The first inflation was 8 atm. During the second inflation, the balloon ruptured at 12 atm. Another company's 4.0 x 15 balloon was used to complete the procedure. There were no reported pt effects. No additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - balloon ruptures can be affected by numerous factors. There was no report of any leaks noted during product preparation, which may suggest that the balloon was not damaged prior to use. Reportedly, the lesion was mildly calcified and 90% stenosed, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the calcified lesion, such that the balloon ruptured upon a second inflation during the procedure. In this instance, based on the info received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.